Event description:
It was reported that a hospital registration form was received by the company and indicated that the patients pacemaker and right atrial lead were explanted and replaced due to a reported "tricuspid insufficiency". The patient was in stable condition.